Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock connection. Reportedly, the air bubble was gone from the luer lock and customer reported that there was an air gap in the infusion set tubing. Blood glucose was 220 mg/dl. Recommendation was made for the customer to prime the tubing to remove the air.